Manufacturer narrative:
Please see report number 2021898-2018-00079. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via manufacturer representative (rep) that he had 3 revision surgeries; including one due to a migrating catheter on a va shunt. It was also noted that the patient's valve was initially set to a pressure level of 0.5 before it was "turned up" to increase the drainage rate. The valve reached its max settings and was unable to be adjusted further. There was no known impact or consequence to the patient. Please see report number 2021898-2018-00079.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the device was implanted in ¿early winter of 2016.¿ it was clarified that the patient had one surgery to install the device for normal pressure hydrocephalus. The patient then complained of a bronchial cough several months later. As a result, the patient went to the hospital in which an x-ray was taken. Antibiotics were administered and the patient was sent home. Later, the healthcare professional reportedly informed the patient that the x-ray showed that the catheter had gone into their heart, wrapped around a pulmonary artery and went into their lungs. A surgery was performed to pull the catheter out of the patient¿s heart and lungs. The neurosurgery team then went back in and made sure the valve was in place. It was confirmed that the issue was not with three separate devices. The cause of the reported events was unknown.